Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 300- 400 mg/dl, 293 mg/dl and 260 mg/dl. The customer¿s blood glucose level was 212 mg/dl at the time of the incident and the current blood glucose was 306 mg/dl. The customer had symptoms such as headache. The customer was treated with pump and syringe. The customer does not allege pump was under delivering. The customer was advised to remove reservoir, rewind, reinsert reservoir and run load reservoir or fill tubing with current set. The insulin pump will not be returned for analysis.